Event description:
It was reported that the ventilator failed pre-use check. Water was noted in the gas module. There was no patient involvement. Manufacturer's ref.: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility performed by themselves a repair of the ventilator. According to received information, water/moisture was present in the filter in the air gas module. The gas module was replaced but not returned for investigation. No ventilator logs or pictures were provided. Since the replaced part was not returned for investigation, the root cause of the reported event has not been determined, but excess of moisture in the medical air supply system is the most likely contributing factor. 4117.